Manufacturer narrative:
Further information from the reporter regarding the events, product, and details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture, confirmed via MRI, on an unknown side. The device remains implanted.